Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral femoral approach with a 4f non-bsc sheath. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a non-bsc guide wire was used to cross the lesion, a 2.0mm x 220mm x 150cm, coyote¿ balloon catheter was advanced for dilatation. On the first inflation, the balloon ruptured at 10 atmospheres. The device was then exchanged with a 2.5mm peripheral cutting balloon® device and was dilated at a nominal pressure. The procedure was then completed and no patient complications were reported. The patient¿s status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral femoral approach with a 4f non-bsc sheath. The chronic total occlusion target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a non-bsc guide wire was used to cross the lesion, a 2.0mm x 220mm x 150cm, coyote¿ balloon catheter was advanced for dilatation. On the first inflation, the balloon ruptured at 10 atmospheres. The device was then exchanged with a 2.5mm peripheral cutting balloon device and was dilated at a nominal pressure. The procedure was then completed and no patient complications were reported. The patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the coyote catheter was received with no original packaging or other devices. There was a complete circumferential balloon tear 19cm from the proximal balloon bond. The distal portion of the balloon was stretched over the tip. There was no other damage. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).